Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient¿s scs system was explanted. It was noted that the patient was prescriber antibiotics through a PICC line.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.